Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14hw8, implanted: (B)(6) 2016, product type: lead. [Refer to regulatory report #3004209178-2016-15735 that first reported the revisions].

Event description:
Information was received from a urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed a lead revision done. The patient later reported that the lead settled on a nerve that ran down the patient's leg all the way to her toe and it was painful. It was painful when the stimulator was on, from the back to the big toe. It worked fine but it was painful being it settled on the nerve to her leg. The lead revision occurred on (B)(6) 2016.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.